Event description:
It was reported that the patient called to report that he is leaking nearly constantly with his aus. He had talked with his doctor in (B)(6) and is not satisfied with the physicians advice; patient had a revision (B)(6) 2017 and it did not assist with his incontinence. He asked for assistance in finding a prosthetic specialist at the (B)(6) clinic. Patient liaison gave him dr. (B)(6) as this was the name that populated on (B)(6); he is going to make an appointment for (B)(6) 2020 and will contact patient liaison after he has seen dr. (B)(6).

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient called to report that he is leaking nearly constantly with his aus. He had talked with his doctor in mn and is not satisfied with the physicians advice; patient had a revision (B)(6) 2017 and it did not assist with his incontinence. He asked for assistance in finding a prosthetic specialist at the mayo clinic. Patient liaison gave him dr. (B)(6). As this was the name that populated on fixincontinence.com; he is going to make an appointment for (B)(6) 2020 and will contact patient liaison after he has seen dr. (B)(6). It was further reported that the patient is still experiencing urinary incontinence with his second artificial urinary sphincter (aus) device. Patient states he changes pads or diapers up to 16 times in 24 hours. The patient has scheduled a revision in (B)(6). Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.